Event description:
At a point during the procedure, surgeon communicated that the ligasure advance monopolar tip began locking shut during use. The device was removed from surgical field and replaced with a new one. The 2nd device was used without incident. It is unknown whether the 2nd device used was of the same or a different lot.